Event description:
The patient has had two previous nephrostomy drains in place, from another manufacturer. The patient has complained of pain since the first drainage catheter was placed. The third drainage catheter placed was a cook drain originally put in the patient in 2009. The catheter was being replaced eleven days later, when it got stuck in the patient. Information was received that the catheter hub was cut off instead of unlocking the mac-loc. A wire guide was then advanced and the loop would not release. Attempted to remove for three hours and finally sutured the end of the drainage catheter and secured it to the patient. The catheter is still in the patient and a second diagnostic catheter was then placed alongside the drainage catheter to drain whatever may need to be drained. The date the drainage removal was attempted was the same day. That was approximately 3 weeks after it had been placed. The patient is still doing fine with the kumpe catheter in place next to the drainage catheter. The patient is being monitored by ultrasound and they do not intend to do anything further until the baby is born. The patient was sent home.

Manufacturer narrative:
There is no information to suggest the device was not manufactured to specifications. An "information for use" booklet is supplied with each product describing the proper techniques for catheter placement, usage and removal. It is recommended for catheter exchange to advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc while the catheter hub assembly is stabilized and by positioning a small, blunt object into the mac-loc release notch. Per quality control specifications, the locking assembly is 100% verified to be functional prior to shipment. No product was returned, therefore, the root cause is unknown at this time. However, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.